Event description:
A customer's mother reported her son had been experiencing vomiting, dehydration, headache, dizziness, weight loss, discoloration of the skin and stomach pain when he got hospitalized, diagnosed with severe hyperglycemia and treated with insulin injections. They also reported receiving readings of 76, 102, 123, and 62 mg/dl. The results when plotted on a parkes error grid fell into a "b" zone showing difference in values to be clinically insignificant. Although the caller reported these readings in 2008, it is still unclear whether these readings on the same day, it is still unclear whether these readings were obtained at the time of the medical event, which occurred on the same day. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.